Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, the root cause of the event was the patient not receiving diuretics following the procedure. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025 and per the prior authorization obtained, the patient was approved as an inpatient with a minimum 24 hour stay and was expected to stay overnight after the procedure. Following the procedure, the patient was not given diuretics which led to fluid overload that caused the patient to remain admitted for 3 days. They eventually received diuretics and were discharged on (B)(6) 2025. Per the opinion of the physician, the fluid overload was not caused or contributed to by barostim or the procedure.